Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being placed into the patient's right internal jugular in the emergency dept. The physician experienced difficulty when passing the guide wire with ultrasound guidance even though he knew he was in the right vessel and the blood was flowing smoothly through the needle. The physician stated that he was already past the needle and the wire was moving smoothly up to a certain point when it just stopped. He then manipulated the wire and it eventually kinked. As a result, another kit was opened and the pt was re-stuck and the wire was used from the second kit to place the catheter successfully. They do not know if this caused a delay in treatment and there was no pt death or complications reported.